Manufacturer narrative:
Literature citation: margaret g. Keane, "endoscopic versus percutaneous drainage of symptomatic pancreatic fluid collections: a 14-year experience from a tertiary hepatobiliary centre", published: 16 december 2015, surg endosc (2016) 30: pages 3730¿3740device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that patient's underwent having pancreatic fistulas post percutaneous drainage treatment. Patients in this study presented with chronic pancreatitis or pancreatic malignancy and underwent treatment of either endoscopic transmural drainage (ed) or percutaneous drainage (pd) using a multiple-side holed 8f¿12f flexima drainage catheter to drain the symptomatic pancreatic fluid collections (pfcs). Patients managed by pd treatment alone required interventions including surgical management as higher rates of residual collections were observed. Some patients were also required to have a long term external drain (median time in situ of 56 days), which has been associated with the development of chronic pancreatic cutaneous fistulas that were managed conservatively.